Event description:
On (B)(6) 2025, the user reported experiencing multiple low blood glucose (bg) events while using the ilet device. The lowest recorded bg was 54 mg/dl. The events were associated with meal announcement errors following a factory reset, including announcing snacks that did not meet the required carbohydrate threshold and announcing meals while treating lows. The user was self-treated successfully with orange juice, and bg returned to range. The device provided a low bg alert. No medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.